Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: null, batch: 27243762.

Event description:
It was reported that during the deep brain stimulation implant procedure one of the bone screws broke in half while the physician was attempting to tighten it into the skull. The physician decided to leave the tip of the broken bone screw in the patients skull. The physician then removed the other screw and rotated the burr hole base and secured it using additional screws from another burr hole spares kit. The broken piece from the bone screw was disposed of at the hospital and was not returned.